Manufacturer narrative:
The guide wire navigation reference s/n mt-02-265-s17012 was received at medtech montpellier on (B)(6) 2019.

Event description:
At the installation of the workflow, the sterile operator mounted the sterile sphere on the guidewire navigation handle. Then one part of the handle broken. The surgery kept going.

Manufacturer narrative:
A DHR review indicated that the guidewire navigation handle s/n (B)(6) was released conform from the manufacturing site. The guidewire navigation handle s/n (B)(6) was returned to the manufacturer for evaluation. The hardware engineering team evaluation suggested that during the assembly of the mounting post and of the pin on the pei plastic part, micro-stresses were likely created in the material. After one or multiple sterilization cycles, the stresses have been released, causing the observed material degradation. Based on the investigation performed, the technical root cause of the event was determined to be wear / degradation problem.

Event description:
At the installation of the workflow, the sterile operator mounted the sterile sphere on the guidewire navigation handle. Then one part of the handle broken. The surgery kept going.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. (B)(4).

Event description:
At the installation of the workflow, the sterile operator mounted the sterile sphere on the guidewire navigation handle. Then one part of the handle broken. The surgery kept going.